Event description:
It was reported that the asymptomatic patient presented for follow up in backup vvi mode. Due to battery status no further trouble shooting could not be possible. The device was explanted and replaced successfully.